Event description:
A wholesaler reported to an adc rep that the husband of an adc customer received an adc meter reading of 80mg/dl that was higher as compared to second adc meter reading of 33mg/dl obtained within ten minutes. Customer self-dosed with insulin and then felt "dazed". The husband stated he gave the customer oral dextrose and paramedics were called. Due to customer's remote location, a taxi transferred her to a hospital. Customer was diagnosed with hypoglycemia and treated with IV glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.